Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 488 mg/dl while wearing the pod for longer than 48 hours. The patient reports their blood glucose level was 308 mg/dl while the patient was on a flight. The patient reports 3 hours after their flight their blood glucose level was 379 mg/dl and then had rose to 488 mg/dl. Once at the hospital emergency room the patient applied a new pod and the emergency room administered a bolus correction as well as manual insulin. The patients pod will not be returned as it has been discarded.